Event description:
Customer reported that pump declared an altitude alarm 21. No adverse impact to the customer's blood glucose level was noted. Corrective actions involved sending the customer a replacement pump with updated software while advising them on backup therapy using multiple daily injections (mdi). Technical support provided instructions for putting the pump into storage mode and arranged for the return of the problematic pump, with the customer understanding and acknowledging all procedures.